Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which initially presented as non-sustained ventricular tachycardia (nsvt) episodes. The sensitivity of the lead was reprogrammed to address, however the twos did not resolve. Lead performance will be monitored. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.